Event description:
It was reported that the black power cable of the system controller was difficult to engage the locking mechanism. The threads did not match well and were hard to turn. The battery clips were exchanged without solving the issue and the controller was sent in for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty threading the locking nut on the black power cable connector to the corresponding power source connector was confirmed. The returned system controller (serial number: (B)(6) was connected to multiple test 14v battery clips and power module patient cables, and an increased resistance was required when threading the black power cable locking nut to the corresponding connectors. Despite the increased difficulty, the black power cable was still able to be fully threaded to the corresponding connectors. No issues were observed with the white power cable. Aside from the black power cable connection difficulty, the returned system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 39 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The driveline was disconnected on (B)(6) 2021 at 13:47:36 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 20nov2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ provide guidelines for connecting and disconnecting the power cable connectors, including how to properly tighten and loosen the connector nut to avoid damage. Under ¿guidelines for power cable connectors¿, the documents state ¿tighten the connection between the connectors by turning the nut on the connector. Hand tighten the nut; do not use tools. Do not twist the connectors when turning the nut¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section f "safety checklists" provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.